Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. A perforation or hole was observed through the lunula of the right cusp. In addition, blue monofilament sutures were used to attempt to suture (repair) the perforation of the right cusp; also the left right commissure was sutured together with the blue monofilament suture. Conclusion: multiple attempts to gather additional information and request have been made; however, these attempts have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the reported deformity / defect could not be confirmed. On the other hand, the analysis showed signs of leaflet repair which appeared to be associated with the implant procedure. While the reported observation could not be confirmed, accidental damage during implant can cause cuspal tearing.

Event description:
Medtronic received information that during implant this bioprosthetic valve, it was found to have an anatomical defect in that the form did not allow alignment. This valve was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.